Manufacturer narrative:
The device in question was not returned to the manufacturer. There was no suspected device failure. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. Not returned to manufacturer.

Event description:
During a procedure in which the nrg transseptal needle was used, the physician inadvertently punctured the aorta. After arterial pressure was observed, echocardiogram was used to confirm the puncture. Pericardiocentesis was performed to stabilize the patient. The procedure was discontinued and scheduled for a later date. The patient is reported to be doing fine with no residual effects.